Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with motor error and no delivery during an infusion set change. The patient had been experiencing high blood glucose; his blood glucose at the time of incident was 423 mg/dl. He treated with a manual insulin injection. The mother also resolved the alarms prior to the call by changing his infusion set, reservoir, and insulin. No products were returned or replaced.